Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report would be updated should information be provided at that time. (B)(4).

Event description:
It was reported that this right ventricular lead was explanted and replaced due to an unknown product performance issue. No additional adverse patient effects were reported.